Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to moisture damage on the force sensor resistor and moisture on the keypad traces. No unresponsive buttons and all of the buttons functioned properly. Unable to perform excessive no delivery test and occlusion test due to prime fill anomaly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner and cracked lcd window.

Event description:
The customer's mother reported that the patient had a high blood glucose due to keypad anomaly on the insulin pump. The customer's blood glucose level was 29.00 mmol/l. The customer states that the keypad act button is not responding to command. The customer is reverting to back up after the call and she have an old insulin pump that she said is still working that she will use till she receives the replacement. The customer understood that she has to disconnect from actual insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.